Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call, the customer has been experiencing high blood glucose in the 200s since the (B)(6). Customer's current blood glucose was 422 mg/dl and isn't experiencing any symptoms. Troubleshooting was performed and customer's mother declined to check for air bubbles, leaks, and discrepancies in the settings. Bolus and basal rates seemed to be accurate. High pressure test was performed and the device alarmed. Customer's mother was advised to do a complete set change: reservoir, insulin, and infusion set. Customer's mother is not returning the device for analysis.